Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the pinch valve tubing on the sample access reservoir module (sarm). Instrument is operational. The root cause is attributed to a leak in the pinch valve tubing.

Event description:
A customer contacted beckman coulter inc. (Bci) stating there was a bloody leak coming from the right side of the coulter lh750 hematology analyzer. There was no death, injury or exposure to open wounds or mucous membranes and no one sought medical attention.